Event description:
While surgeon was deploying the cook medical endovascular graft, the device proceeded to get "stuck" halfway through deployment from the outside deployment device. The graft in use was not the issue but the part used to deploy the device was. The cook rep was present in the room and was able to instruct the surgeon with the necessary steps to continue to deploy the device manually while have additional support via telephone. At one point the surgeon has to disassemble part of the device responsible for deployment per the sales rep. Procedure in detail by surgeon: next, the distal device, a cook alpha zta-d-34-142-w was advanced from the right femoral access site over the lunderquist wire and positioned in an overlapping fashion with the proximal device with the distal edge of the covered portion of the endograft located just above the level of the celiac artery origin. The sheath was pulled back and the proximal portion of the distal device was successfully deployed. However, with attempted release of the trigger wires through the usual turn knobs on the handle it was identified that the mechanism was jammed. Therefore, while meticulous attention was maintained to keeping the device at the exact level just above the celiac artery, the handle from the distal device was removed and the trigger wires were released directly. This allowed for release of the distal uncovered barb's with active fixation. A completion aortogram was then obtained which revealed successful exclusion of the descending thoracic aortic aneurysm with no evidence of endoleak.